Manufacturer narrative:
Lead model 3093-28 lot# v833298 implanted: (B)(6) 2012 explanted: na; programmer model 3037 serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). Symptoms include soreness, uncomfortable pressure and a change in bowl function. There was no accident or incident related to the complaint. The patient indicated that they had a return of frequency this past saturday night ((B)(6) 2012). Patient reports that since the date of implant, she has experienced pressure in rectal area on all programs. She did have an "adjustment" on (B)(6) 2012, but still had pressure in the rectal area. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the patient turned their stimulation up. The patient felt an increase in stimulation in their pelvic area, but they indicated that they had been "peeing all over the place." If additional information becomes available, a follow-up report will be sent.